Event description:
Summary of findings regarding medtronic bilateral implant device - soletra model #7426- providing unwanted stimulation. Initial assessment: interference was caused primarily by magnetic field interference as per most documentation available for this device and similar items. During all testing documented below, electric and magnetic field levels were checked with e-field / h-field monitoring devices - manufactured by ets-lindgren-, to ensure that no harmful levels of rf energy were experienced. Initial diagnostics: exposed patient to common magnetic fields -appliances, power meter connection at house-, with very little stimulation experienced. Performed a drive by of series of towers/antennas nearby and found that in a particular orientation, a severe stimulation was observed. Confirmed by several repeat occurrences. Theorized that e-field frequencies were most likely to be present in the area and would either be directly affecting the implanted devices, controllers, or would be coupling to the approximately 20in. Of vertical wiring on each side of the neck. Using sheet of common aluminum foil, made several additional passes near the antenna towers covering various areas of the implant mechanism. Determined that the vertical section of wiring in the neck area was having an issue with rf energy coupling and would then provide patient with very uncomfortable stimulation. Although patient was experiencing severe stimulation, checks with rf monitoring devices failed to demonstrate any magnetic or electric fields above typical ambient levels. Secondary diagnostics: day #2 consisted of an approximately 350 mile journey. Determined that sensitivity to rf interference was much greater than originally anticipated. Many instances were noted when passing with 1/4 to 1/2 mile of large communication antenna towers. Used aluminum foil to shield the neck area when passing by the towers and determined that the stimulation would immediately return if aluminum foil was removed from neck area while passing a communication tower. Would seem to confirm that a potential problem existed with frequencies in the fm band or higher. It was noted previously that a personal hearing assistance device owned by a family member would cause extreme stimulation. This device was known to operate from approximately 72 & 76 mhz. As all items previously identified were essentially fixed and modification would not be feasible -communication towers, implant device, wiring between implant device and control unit-, methods were considered to decrease the effectiveness of the antenna -vertical wiring-, which existed in the patient's neck. Aluminum foil was considered to be a course of last resort. Considered that a metallic object intersecting the vertical neck wiring would significantly decrease the effectiveness of the neck antenna. As no objects were available during travel, patient was instructed to place a cell phone charger car charger and cord around the neck with the intention of decreasing the neck antenna's effectiveness. Intersecting wiring was found to drastically decrease the effectiveness of neck antenna and provided a level of relief previously only seen with the aluminum foil. Upon arrival at destination, patient was instructed to try a variety of necklaces with a close knit link structure to confirm the potential solution. Patient verified that silver, gold, and copper were all effective materials in performing this task. Patient was instructed that some fitrial and error in trying different lengths, materials, or combinations of necklaces would possibly provide add'l relief. Summary: at approximately 2 weeks past last contact, patient had continued to demonstrate significant relief through the usage of metallic necklaces to decrease the effectiveness of the neck antenna. In 2007 tronic soletra deep brain stimulation system for generalized dystonia in approx seven months earlier, patient began experiencing increased dystonia symptoms around specific sources of emi/rf. The first noticeable incident was when walking through the detection system. Patient experienced strong dystonic spasms immediately after passing through the detectors. After some discomfort, patient used access review controller to turn stimulators off and back on. This relieved increased symptoms, but they returned immediately upon exiting the store. The same method was used -turning units off and back on- and relief was once again restored. Over the next few months, this patient experienced similar incidents in numerous stores and other locations. However, not all the detectors in retail stores caused this increase in symptoms. Following is a list of stores which did cause said problems. Some stores which did not cause said problems, though they did contain the control devices.. Patient also experienced similar increased symptoms in close proximity to a wireless fm loop system, one particular intersection near patient's home, when driving past television transmitting stations, sitting in a church building auditorium, among others. Tests were performed by patient's brother, who was experienced in field testing emi for manufacturing companies -see copy of report in relevant tests section- in november of 2007 and it was determined that wearing a metal necklace relieved patient of increased symptoms during these episodes. See attached report for details. Dates of use: 2007 - 2008. Diagnosis or reason for use: generalized dystonia.